Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the battery was in the battery charger and not in use in the patient's freedom driver at the time of the customer-reported issue. The freedom onboard battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. Ce 4032 initial.

Event description:
The customer, a syncardia certified hospital, reported that the "prongs" on the bottom of the patient's freedom onboard battery pulled outward when removed from the battery charger.

Manufacturer narrative:
Visual inspection of the battery did not reveal any evidence of damage to the connector bodies or contacts. Investigation efforts to confirm the unseated / loose connector issue reported by the customer were unsuccessful; the condition could not be duplicated or reproduced. The freedom onboard battery was tested in accordance with the current evaluation process, where it successfully passed all sections. The onboard battery performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.